Event description:
The hcp reported the pt was experiencing increased spasticity. A rotor study was done and reported as satisfactory. A dye study was unable to be completed as they were unable to aspirate. The pump and the catheter were replaced.